Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
The data for the positive result was requested but could not be provided. As a result, a thorough evaluation of the curves and other data points could not be performed. It was requested if the sample is available for further testing but the customer had discarded the sample. Although the root cause cannot be identified based on the totality of the available information as well as the kit investigation, there is no indication of a systemic reagent issue. ------- (B)(4).

Manufacturer narrative:
A supplemental report will be submitted after the investigation is performed. (B)(4).

Event description:
A us customer reported the generation of discrepant results for sars-cov-2 and flu a. The sample was originally positive for sars-cov-2 and flu a with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Upon repeat testing negative results were generated. It was noted that the negative results were reported out. Although requested, data for the positive result has not yet been provided to confirm the allegation. No harm or injury was indicated.